Manufacturer narrative:
B1, h6 (remove 2993). Additional information was received from the customer alleging that the pump was not enunciating occlusion alarms as expected; however, this could not be confirmed by tandem technical support as customer declined troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis and was subsequently hospitalized; cause was unknown. Although requested by tandem technical support, the customer declined to provide additional information regarding the issue.